Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 807:05 on channel a was confirmed during product evaluation. The root cause was determined to be a faulty pump head module (phm). The phm was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 807:05. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.